Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) in (B)(4) via email alleging a onetouch verio iq meter was reading inaccurately high as compared to a lab device. The reporter reported the lifescan meter was readings 16.5% higher than than the lab value. The two tests were performed within 10 minutes of each other. No specific reading for the meter or lab device were provided. There is no indication that the lfs product caused or contributed to a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting. Replacment products were sent to the patient.

Manufacturer narrative:
Follow-up (2/11/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (02/06/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.